Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose (bg) levels were 60s mg/dl at the time of the reported event. The customer drank juice and consumed carbs to address bg level.